Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned sample was found in used condition without stent but an indication for an irregular deployment could not be found. Images demonstrating the reported issue have not been provided which leads to inconclusive evaluation result. The vessel was not difficult, but the placement site was off label in the axillary vein. Therefore, based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment. (...) Remove slack from the stent system held outside the patient.' The instruction for use further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter'. 'The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery.' H10: b5, d4 (expiry date: 08/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the axillary vein via the cephalic vein access, the stent was allegedly shorter after deployment. It was further reported that post dilatation with a percutaneous transluminal angioplasty balloon revealed lesion could not be entirely covered. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly shorter after deployment. It was further reported that the post dilatation with a pta balloon revealed lesion could not be entirely covered. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.